Event description:
Major pump unit(s) involved: external control system failure. External battery failure due to loss of power. Specific component(s) involved: other component malfunction, specify; battery failure due to loss of power; causative or contributing factor: patient noncompliance in device maintenance and protection. Other cause: intervention(s): other interventions, specify other intervention : replacement of back-up battery; type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.